Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent revision procedure due to acetabular cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 4/30/2014 - litigation received. Doi provided and invoice located. Part and lot information updated. Litigation alleges pain, disability, physical impairment, disfigurement and elevated metal ion levels. The femoral head is being added to the complaint. This complaint was updated on: 05/22/2014.